Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Upon visual inspection, an outdated pcb, power switch, and front cover were observed. The tank cover was also cracked, and the enclosure and line cord were worn. The tank was then filled with water, temp check was attached, line cord was plugged in, and the power switch was turned on; confirming the complaint of leaking. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Event description:
Information was received that device case is leaking-noted to be cracked. Incident was found during scheduled maintenance; no patient involvement.